Event description:
The fixator was applied on 5/13/1999 for a high tibial osteotomy. On 5/14/1999 the pt fell. The following day the pt noted the screw had come out of the hinge clamp. He replaced it at that time. On 5/20/1999 while at the md's office for a prescheduled follow-up visit, the md removed the screw, reinserted it and retightened it. The md does not feel the hinge needs replacing. There has been no injury to the pt.